Event description:
Transport ventilator in use on a patient, stopped pumping gas, though it remained on. No injury to patient (we assume that backup ventilation was used). Alarms may not have sounded.

Manufacturer narrative:
Unit shows signs of heavy wear and has experienced major impact in the past. Still, we could not replicate the reported failure. No likely root cause findings. Will continue to keep unit under observation, most likely will be recommending replacement of the pc board as a precaution.